Manufacturer narrative:
The field service engineer (fse) found an issue with the measuring cell and replaced it. Mechanical adjustments were verified. Instrument performance testing and system check results were acceptable. Calibration was last performed on (B)(6) 2021 and was acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data. The customer has had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 98.15 miu/ml with a data flag. This result was reported outside of the laboratory. The repeat result was 1247 miu/ml with a data flag. The repeat result was believed to be correct. The hcg + b reagent lot number was 51653905 with an expiration date of 30-apr-2022.